Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 192). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of a system fault error message (sf 192) indicating a power delivery failure to the pneumatic block (pb). Performance testing revealed a system fault error message (sf 75) indicating a pb calibration issue. The investigation determined that the reported system fault error messages (sf 192 and 75) were due to an assembly problem where the cable from the pneumatic block was not properly connected to the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 192). There was no patient injury reported as a result of this incident.